Event description:
It was reported that this right atrial (ra) lead was explanted due to high pacing thresholds. A new lead with different model was implanted. No additional adverse patient effects were reported. Additional information indicated that this ra lead had no capture.

Event description:
It was reported that this right atrial (ra) lead was explanted due to high pacing thresholds. A new lead with different model was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and passed. Microscopic inspections of the outer insulation found to be missing approximately 315 to 435 millimeters from the terminal end, and there were three bends in the lead body approximately 150, 210 and 335 millimeters from the terminal end. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead was explanted due to high pacing thresholds. A new lead with different model was implanted. No additional adverse patient effects were reported. Additional information indicated that this ra lead had no capture.